Event description:
It was reported that during the implant of this right ventricular (rv) lead it was difficult to extend/retract the helix. When the helix was finally extended loss of capture and no stimulation was noted. The physician elected to remove this rv lead and implant a new lead, but the helix of the lead would not retract, thus the physician had to pull on the lead to remove it. A new lead was implanted. No adverse patient effects were reported. This lead will be returned..

Manufacturer narrative:
The lead will be returned. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead it was difficult to extend/retract the helix. When the helix was finally extended loss of capture and no stimulation was noted. The physician elected to remove this rv lead and implant a new lead, but the helix of the lead would not retract, thus the physician had to pull on the lead to remove it. A new lead was implanted. No adverse patient effects were reported. This lead was returned.